Manufacturer narrative:
The insulin pump had unit had intermittent button response due to corroded keypad trace.no scroll bar/ramping numbers without button press noted.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was performed. The device was returned for analysis.the customr